Event description:
The customer stated that she performed control tests and received low results using the normal control solution. While troubleshooting, she performed 3 more control tests and received results of 22, 42, and 45 mg/dl. The normal control range was 98-136 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.